Event description:
It has been reported to co that during the procedure the occlusion ballon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention several times and had inflated and deflated the occlusion balloon on three different occasions. The physician attempted to deflate the occlusion balloon and it would not respond when required, the occlusion balloon wire had become damaged. The physician attempted to deflate the occlusion balloon and the occlusion balloon started to deflate, however not completely. Th physician used the method reference in the instruction for use and cut the occlusion balloon wire to deflate the occlusion balloon. The patient is reported to be fine.